Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port was "mis-formed" and the customer could not charge the pump using the tandem provided cable. There was no reported impact to the customer's blood glucose level. The customer confirmed that a different cable charges the pump, but declined to troubleshoot with tandem technical support.